Event description:
The device was implanted on 2/9/95 for infusion of morphine for treatment of back pain. On 12/31/96, the pt contacted a MFR nurse and reported that she is receiving 7.5mg/day morphine sulfate and the device flow rate is 1.7ml/day. The pt requested to know how this is calculated. The MFR nurse explained that the daily dose of 7.5mg is delivered in the fluid volume of 1.71cc, which is "pumped out" each day. The pt then stated that she was hospitalized because she became unconscious and she does not remember this happening. The pt reported that at first she was told that she had the flu; however, she stated "I didn't have the flu". Then, the pt stated that she was told that she was going through withdrawal because she didn't get enough morphine. The pt stated that she wanted to be sure she was getting the correct dosage. The pt then inquired if a "mg" and a "cc" are the same. The MFR explained that they are not and that one is a measure of weight (mg) and the other is of volume (cc). The pt then inquired how the dose of 50cc is calculated. The MFR nurse then explained how the dosage is calculated to the pt. The pt then requested that the MFR nurse calculate her dose, because she did not have a calculator. The MFR nurse stated that she though it would be best that she have her physician or nurse review how her specific dose is calculated. The pt then stated "I see what you are saying", and thanked the MFR nurse contacted the user facility and informed a facility nurse of the pt's report and that she had requested calculation info. The MFR nurse then inquired if there had been a problem with the device function. The facility nurse stated that there were no problems with the function of the device and that they were currently evaluating the concentration of morphine sulfate put into the device. The facility nurse also stated that the device is now empty at the pt's request and that the pt has been taking tylenol and codeine and has adequate pain relief for the present. The MFR nurse then informed the facility nurse that the pt was referred back to her physician to discuss any further specific calculation info she may require.